Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a drawer failed, could not be recovered, and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A field service engineer (fse) instructed the staff to push inward on the door in case a bag or bin was obstructing it. The staff retried the action and successfully recovered the door. At that time, the issue was resolved. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.